Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had an e6 error on the console. It is unknown if the device was being used during surgery. It is unk if any injury or medical intervention occurred. No add'l info was provided.